Manufacturer narrative:
The device was manufactured june 22 - 23, 2020. The device was received for evaluation. A functional leak test was performed by manually filling the bladder with water. During fill, a leak was observed at the solvent-bonded junction of the tubing and the stressmember. The outer diameter of the tubing and the inner diameter of the stressmember were measured and found to be within specification. However, the tubing insertion depth was found to be inadequate, which caused the leak. The reported condition was verified. The cause of the condition was determined to be a manual assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume infusor, a leak was observed at the solvent-bonded junction of the tubing and the stress member. No additional information is available.